Event description:
It was reported by service report that the bed functions were not responding for the fowler and lift. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Tilt sensor.